Event description:
An ECMO membrane connected to a patient was noted to be leaking. The membrane was changed per protocol, and the patient continues to remain on ECMO.this particular membrane was removed from service, and will be returned to the vendor. However, this type of membrane does continue to be used at the hospital.